Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported no bleed back observed coming from the marker lumen was not confirmed. Based on the information provided, the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 5f sheath after an interventional coiling procedure. Reportedly, the proglide was flushed successfully during preparation; however, after insertion in the anatomy, there was no bleed back. The device was removed and attempted to be reflushed without success. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.